Manufacturer narrative:
The cause of the discordant hcv result is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00024 was filed on (B)(4) 2013. Correction ((B)(4) 2013): during a retrospective review of mdrs, it was noticed that date of event stated (B)(6) 2013 and the date of this report stated (B)(6) 2013. The correct date of event is (B)(6) 2012 and the correct date of this report is (B)(6) 2012.

Event description:
One (B)(6) was obtained on an advia centaur xp instrument. It is unknown if the (B)(6) result was reported to the physician. The sample was rerun, and the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
The initial MDR 2432235-2013-00024 was filed on january 15, 2013. The first supplemental MDR 2432235-2013-00024_s1 was filed on march 5, 2013. Additional information (05/23/2014): siemens healthcare diagnostics evaluated the instances of falsely low hcv results on advia centaur xp instruments and concluded that the advia centaur xp instruments perform according to specifications and the rate of falsely low results are within the manufacturer claims for the advia centaur hcv method. This device is performing according to specifications. No further evaluation of the device is required.